Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4) / eval-in review of the complaint, it was determined that failure code (fc) 403.317.864.0000 had occurred across all channels. The malfunctions and evaluation results were submitted to the FDA under manufacturer number: 6000001-2010-00186.the software version for this device (B) (4) which is unremediated.

Event description:
Initially, the facility representative reported a colleague triple channel pump with failure code 804:56 on channel a during patient use. There was allegation of patient death involved with this reported condition. No additional information is currently available. A follow up call was received on 2-11-10 from the facility risk manager, who provided the following information. The patient did expire however, the facility does not feel that the device linked to the death of this male patient. The patient's condition was considered critical before the device alarmed and interrupted the therapy of vasopressin, phenylephrine, and norepinephrine. The device was swapped out for an alternate device and therapy continued. Reportedly, the failure had minimal impact upon the condition of the patient. It is currently unknown when the patient expired. The device has been sequestered. Additional information received on 2-12-10 indicates: the device reportedly alarmed failure code (fc) 804:56 on channel a and b and fc 702.00 on channel c simultaneously. Additionally, the pump alarmed fc 403.317.864.0000 across all channels. The event history will be downloaded and sent to baxter. The device remains sequestered. An on site visit was offered to the facility who declined and indicated the device will be returned to the product analysis lab for evaluation. This complaint will address the failure code 403.317.864.0000 across all channels.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device and determined: the assignable cause: unstable connection of the user interface module (uim) daughter board to mother board printed circuit board (pcb) causing data to be corrupted. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.